Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, the technical support specialist accessed the server, verified user accounts for two users and informed customer that both accounts were present on the server; however, duplicate records were identified for one user. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, several users were not able to login. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, several users were not able to login. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.